Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (damaged case) was confirmed. As received, the battery pack was unable to power a test monitor or charge. Upon evaluation, there was contamination on the pca board and battery cells and the corner of the battery case was damaged. The cause of the inability to power a test monitor or charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was corroded and the corner was 'burned and melted'.